Event description:
The customer experienced a problem when merging a field in field plan with the new eclipse algorithm aaa v8 1.17. When we try to merge a field in field plan with an mlc leaf travel of greater than 10cm, the mlc leaf positions for great than 10cm of travel distances are wrong in the merged plan, but still calculated for dose without any error message appearing. This was noticed on the qa plan and did not make it to treatment.

Manufacturer narrative:
Method: software tests performed in our development facility in other country, on the same version of software as installed at the customer site. Results: the root cause was a software design error. Conclusions: software contributed to the event. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No f/u reports are anticipated.